Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump cassette is not attaching properly incident occurred during testing; no patient involment.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. Event log history was performed and indicate that "high alarm displayed: cassette not attached properly" was recorded in history. Visual inspection and functional tests were performed, and the pump passed the tests, the stated problem was not duplicated. During analysis, customer's stated problem was verified. Further investigation of the pump determined that a faulty downstream occlusion sensor was the root cause of the issue. Service will replace the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.